Manufacturer narrative:
Updated information revealed that the manufacturing site listed in this report is incorrect. The correct manufacturing site is st. Jude medical plymouth, facility registration number is 3005334138.

Event description:
According to an article ¿percutaneous carotid artery access in infants <3 months of age¿, catheterization and cardiovascular interventions 87:757-761 (2016), a (B)(6) infant underwent aortic valvuloplasty for severe aortic stenosis at 1 month of age. A 4fr. Ultimum sheath was inserted into the carotid arteriotomy. Heparin 70 ¿ 100 u/kg was given to maintain activated clotting time of >200 seconds. Eighteen hours post procedure ultrasound revealed a right carotid pseudoaneurysm. The patient underwent surgery for repair. Doi: 10.1002/ccd.26310